Event description:
It was reported that the patient was admitted to the emergency room after inappropriate shocks. T-wave oversensing started after the initial shocks and then continued. It was also noted that there was an elevated amount of short interval counts which tripped the lead integrity alert. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.